Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The reported complaint of a broken device tip ws confirmed. It was noted that the probe was broken at 11mm from the distal end. The device was sent to the original equipment MFR (OEM) for further investigation. The investigation performed by the OEM confirmed the reported incident. It was found that the tip of the probe broke due to a crack which progressed from a possible scratch. The tip of the probe may have come into contact with another metal (clip or forceps).

Event description:
Olympus was informed that during a therapeutic cholecystectomy procedure, a loud pop noise was heard from the device. The physician completed the intended procedure with the same device. It was noted that upon withdrawal of the device, the tip of the probe was observed fractured and broke apart during cleaning. There was no pt injury reported. No additional info was provided.